Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information, including initial reporter occupation, available by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. Presumably, the issue was caused because the user did not read the instructions for use thoroughly, and they did not have sufficient knowledge of the equipment. The instructions for use includes the following statements that can prevent this issue from happening: 7.16 preparing the reprocessor for long-term storage when the equipment will be stored for more than 14 days, follow the procedure described in this section.

Manufacturer narrative:
Technical assistance center (tac) specialist aided customer with troubleshooting for the issue of the e95 no detergent remaining error message. Customer needed to get a container full of warm, sterile water, disconnect the detergent cap, put the tube of the detergent cap in the warm, sterile water; then connect the plastic syringe with the rubber tubing to the detergent dispenser in the tub of the device, pull warm water into the syringe multiple times to break down the solidified detergent; next, take the detergent cap and tube out of the warm, sterile water, pull the remaining water through the line into the syringe, put the cap back on the detergent bottle, and pull detergent into the plastic syringe. After following these steps several times, the e95 error message was still received. Tac specialist had the customer flush several more syringes full of warm water, then push several syringes of air, and finally alcohol and then let it dry out for a little while. Then the detergent tank was reattached, and the syringe used to pull some detergent through the dispenser. Another test cycle was started which resulted in a e95 error message. Some detergent that has solidified around the flow sensor or in the pump was still likely to be present. The flow sensor and pump would need to be replaced. Field service engineer (fse) went on site and replaced the detergent flow sensor and pump and tested the device. Device passed the tests. Replaced the external and internal water filters and ran the dis lines function. Fse instructed the customer in the future to perform the long term storage instructions outlined in the oer-pro operation manual if the oer-pro will not be used for more than 14 days. Fse also instructed the customer to replace the internal water filter, load with fresh acecide-c disinfectant, run a normal cycle with the connector jigs, and then run the dis lines function before reprocessing any scopes in the oer-pro. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test and results were attached to this service request. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the device had not been used for three months. When a cycle run on the device was attempted, the e95 no detergent remaining error message was observed. There is no patient involvement.